Event description:
It was reported that the patient having a system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed multiple episodes of anti-tachycardia pacing (atp) delivery. It was noted that the second and third bursts of atp lead to conversion. Various options were discussed on how to proceed. The patient was asymptomatic. While reviewing the report, high, out of range shock impedance values were observed and some over sensing at the right atrial (ra) lead channel from rv channel signals was also observed. The rv lead and the ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Regarding the oversensing and the failure to convert rhythm at the first attempt allegations, the information provided was not sufficient to allow determination of an specific cause.

Event description:
It was reported that the patient having a system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed multiple episodes of anti-tachycardia pacing (atp) delivery. It was noted that the second and third bursts of atp lead to conversion. Various options were discussed on how to proceed. The patient was asymptomatic. While reviewing the report, high, out of range shock impedance values were observed and some over sensing at the right atrial (ra) lead channel from rv channel signals was also observed. The rv lead and the ICD remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient having a system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed multiple episodes of anti-tachycardia pacing (atp) delivery. It was noted that the second and third bursts of atp lead to conversion. Various options were discussed on how to proceed. The patient was asymptomatic. While reviewing the report, high, out of range shock impedance values were observed and some over sensing at the right atrial (ra) lead channel from rv channel signals was also observed. Some months later, the patient received more electric shocks and atp that lead to a battery capacity depleted state. At this point the remote monitoring has been disabled. The physician wants to hold off any replacement for a month so that the patient can recover from the ablation. The rv lead and the ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Regarding the oversensing and the failure to convert rhythm at the first attempt allegations, the information provided was not sufficient to allow determination of an specific cause.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Regarding the oversensing and the failure to convert rhythm at the first attempt allegations, the information provided was not sufficient to allow determination of an specific cause.

Event description:
It was reported that the patient having a system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed multiple episodes of anti-tachycardia pacing (atp) delivery. It was noted that the second and third bursts of atp lead to conversion. Various options were discussed on how to proceed. The patient was asymptomatic. While reviewing the report, high, out of range shock impedance values were observed and some over sensing at the right atrial (ra) lead channel from rv channel signals was also observed. Some months later, the patient received more electric shocks and atp that lead to a battery capacity depleted state. At this point the remote monitoring has been disabled. The physician wants to hold off any replacement for a month so that the patient can recover from the ablation. At this time the ICD has been explanted due to normal battery depletion and has been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient having a system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed multiple episodes of anti-tachycardia pacing (atp) delivery. It was noted that the second and third bursts of atp lead to conversion. Various options were discussed on how to proceed. The patient was asymptomatic. While reviewing the report, high, out of range shock impedance values were observed and some over sensing at the right atrial (ra) lead channel from rv channel signals was also observed. Some months later, the patient received more electric shocks and atp that lead to a battery capacity depleted state. At this point the remote monitoring has been disabled. The physician wants to hold off any replacement for a month so that the patient can recover from the ablation. At this time the ICD has been explanted due to normal battery depletion and has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate. This investigation will be updated should further pertinent information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Regarding the oversensing and the failure to convert rhythm at the first attempt allegations, the information provided was not sufficient to allow determination of an specific cause.